Event description:
It was reported the patient experienced a loss of therapeutic effect in the specific area needed following a fall. The patient has fallen several times over the past month. The patient was directed to contact the physician. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.